Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31191253l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis, surgical intervention (as indicated by "port left in chest"), and prolonged hospitalization. A pericardial effusion was found during a standard check post-procedure. There was a drop in blood pressure on the patient after the pericardial effusion was discovered. About 250cc of fluid was removed and a port was left in the patient¿s chest to continue draining. The patient was reported to be in stable condition. The physician believed that the bayliss needle used to go transseptal caused the pericardial effusion. The patient had a patent foramen ovale (pfo) closure device which the physician thinks caused the level of difficulty they experienced trying to go transseptal. The patient fully recovered after extended hospitalization. Other relevant information includes prior pfo closure device deployed into the fossa ovalis which caused the transeptal to push anterior. There was no steam pop. No error messages were observed on biosense webster equipment during the procedure. Prior to noting the pericardial effusion, ablation was performed.